Event description:
It was reported that this patient received 6 inappropriate shock and 2 rounds of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia with 1:1 conduction. Technical services (ts) reviewed the episode and concluded that patient was experiencing premature atrial contraction (pac) with intermittent undersensing. Device reprograming was suggested. No adverse patient effects were reported.